Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under 2 therapy electrodes. The rash was described as red and itching. The patient was provided with a cream by her doctor. During a follow up call, the patient reported that the skin irritation had gotten much better. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.